Event description:
The dealer stated the power switch and the hour meter were not working. The dealer did not provide patient detail or product usage detail. The dealer did not mention any injury or property damage.